Event description:
It was reported by the patient that after 5 month post water vapor therapy procedure, the procedure did not work. The patient has experienced pain and is not able to ejaculate. The patient noted that the urologist that performed the procedure did not see him after. No other adverse patient effects were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available there was no report of a device performance allegation. The reported patient symptoms are known risk associated with water vapor therapy procedures and indicated in the labeling. A conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported by the patient that after 5 month post water vapor therapy procedure, the procedure did not work. The patient has experienced pain and is not able to ejaculate. The patient noted that the urologist that performed the procedure did not see him after. No other adverse patient effects were reported.